Event description:
Received information regarding air bubbles in the luer lock and the infusion set tubing. The customer's blood glucose level was impacted (342 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new informatio become available, a supplemental form will be submitted.